Manufacturer narrative:
(B)(4). Evaluation summary: the customer?s reported condition of a colleague infusion pump with a damaged battery was confirmed in the event history review. The cause of the reported condition was determined to be depleted main batteries. The main batteries and battery harness were replaced to fix the reported condition. A service history review revealed that the device has been previously sent into service for the reported condition of "damaged battery." Previous service on (B)(4) 2011 & (B)(4) 2010 was for "damaged battery", and the batteries and battery harness was replaced. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery; this condition had the potential to interrupt delivery. It is unknown when this event occurred. It is unknown if there was reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device was serviced on site by a baxter field service technician and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.